Event description:
The customer contact reported that the delivery did not stop when the stop key was pressed. On an unspecified date and time channel a of the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. On (B)(6) 2014 at an unspecified time, it was reported the device would not allow the nurse to program an increase in the rate from 80 to 125. No specific programming parameters were provided. At that time, the stop key was pressed; however, the device continued to deliver and the nurse was unable eject the cassette or turn off the device. The emergency stop key was pressed and the tubing set was removed from the device. The device was removed from clinical use. There were no medical interventions reported. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.